Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump has not delivering insulin through the infusion sets. Customer stated she tried to deliver 3-4 units of insulin but never came out. Customer had many issues and had run out of infusion sets. Offered to do troubleshooting and customer wanted insulin pump replacement. Customer's blood glucose was 101 mg/dl. No further information provided.